Manufacturer narrative:
As of today, available information suggests this device remains in service without further complication. Should additional information be received, this event will be re-opened and updated.

Event description:
Boston scientific crm received information that during a pre-discharge check, this pacemaker exhibited atrial oversensing. Some ventricular oversensing was also seen, but was not being marked by the device. There were many atrial sense markers but no telemetry noise markers. The noise could not be reproduced. Lead measurements were good. Sensitivity was decreased and this appeared to resolve the issue. Technical services reviewed a faxed rhythm strip and determined this was telemetry noise. There were no adverse patient effects reported due to this clinical observation.